Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), vaginal scarring ("vaginal scarring"), the first episode of dysmenorrhoea ("dysmenorrhea"), papilloma viral infection ("constant hpv (human papilloma virus)") and the second episode of dysmenorrhoea ("dysmenorrhea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, ectopic pregnancy with contraceptive device, autoimmune disorder, pelvic pain, allergy to metals, vaginal scarring, papilloma viral infection and the last episode of dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered allergy to metals, autoimmune disorder, ectopic pregnancy with contraceptive device, menorrhagia, papilloma viral infection, pelvic pain, vaginal scarring, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : pregnancy information added. Events - ectopic pregnancy and device ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), vaginal scarring ("vaginal scarring"), the first episode of dysmenorrhoea ("dysmenorrhea"), papilloma viral infection ("constant hpv (human papilloma virus)") and the second episode of dysmenorrhoea ("dysmenorrhea") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, ectopic pregnancy with contraceptive device, autoimmune disorder, pelvic pain, allergy to metals, vaginal scarring, papilloma viral infection and the last episode of dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered allergy to metals, autoimmune disorder, ectopic pregnancy with contraceptive device, menorrhagia, papilloma viral infection, pelvic pain, vaginal scarring, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), vaginal disorder ("vaginal scarring"), the first episode of dysmenorrhoea ("dysmenorrhea"), papilloma viral infection ("constant hpv (human papilloma virus)") and the second episode of dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, vaginal disorder, papilloma viral infection and the last episode of dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, menorrhagia, papilloma viral infection, pelvic pain, vaginal disorder, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), vaginal disorder ("vaginal scarring"), the first episode of dysmenorrhoea ("dysmenorrhea"), papilloma viral infection ("constant hpv (human papilloma virus)") and the second episode of dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, vaginal disorder, papilloma viral infection and the last episode of dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, menorrhagia, papilloma viral infection, pelvic pain, vaginal disorder, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.